Event description:
Event description guidant received information that this ventricular implantable lead exhibited loss of capture and was suspected to be dislodged. The patient became symptomatic and lost consciousness. Guidant received additional information two days later, that due to the patient's age, the physician and family requested the pacemaker be turned off.